Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, that the shunt sensor was leaking near the luer vent. The product was changed out, and the surgery was completed successfully.

Manufacturer narrative:
Terumo cardiovascular systems has received the actual device; however, terumo is still investigating this issue and will be submitting a follow-up report when more info becomes available. (B)(4).